Event description:
It was reported to boston scientific corporation that a prolieve temperature monitor was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, the rectal temperature went up several times during the procedure, causing the console to shut down repeatedly on high temperature error messages. The case was completed successfully. There were no complications and the patient's condition was noted as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.